Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting. The tsr informed the hp to start over with new supplies. Per the hp, no reason was found for the alarm. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, it was revealed that the hp was doing fine and had continued therapy as normal.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information become available. Since a cause of the reported se 2240 alarm was not identified, separate emdrs will be submitted against the cassette and transfer set.